Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent capture and high impedance. A lead fracture was suspected. The rv lead was capped and replaced. It was noted that the implantable pulse generator (ipg) was at end of life and was not able to be interrogated. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.